Event description:
According to the complainant, during the procedure, a vaginal burn was observed inside and outside the patient. The sheath came out of the cervix when a second tenaculum was being added. The physician treated the burn with silvadine cream and successfully completed the procedure with this hydrothermablator procedure set. No patient complications were reported as a result of this event. The patient's condition was reported as "fine". Follow up received indicated the physician was well into the ablation (time unknown) when they received a fluid loss alarm (rate unknown). The physician attempted to add another tenaculum stabilizer to maintain a good seal. The physician inadvertently moved the sheath causing the fluid to escape. The sheath and raytec (sponge) and tenaculum stabilizer(s) were all repositioned and the case was completed. A burn occurred (unknown) on the vagina due to this event. The patient was treated with silvadine cream. The rep will attempt to confirm the severity and characteristics of the burn. The physician reported that it was a first degree burn or even lesser than that. The patient is ok.

Manufacturer narrative:
The lot number for the hydrothermablator procedure set is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Conclusion: the complaint was reported as a vaginal burn. The device was not returned and the batch was not provided for a DHR review. Based on the event description it can be determined that the cause of the burn was the repositioning/moving of the sheath when the physician was attempting to reestablish the cervical seal with a second tenaculum. Page 43 of the dfu states that the sheath should not be removed from the patient until the fluid has cooled as this may result in a thermal injury. Pages 5 - 7 also state that thermal injuries are a possible adverse event which can result from hta. Device discarded